Manufacturer narrative:
(B)(4). 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost stimulation about six months ago. The ipg will no longer charge, and has been determined to be inoperable. Surgical intervention may be pending to address this issue